Event description:
The customer reported that their multiple patient receiver (org) was displaying intermittent communication loss when ever a new patient is being admitted.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at (B)(6) reported the following issue with org-9110a; sn-(B)(6), from patient monitoring: the multiple patient receiver (org) experienced intermittent communication loss when a patient was admitted, and occasionally the channel number was not displayed on the central nurse's station (cns). The communication loss was affecting all transmitters monitored by the cns. The customer stated that no other error messages were displayed on the cns and no error led on the org was noted. Service requested: troubleshooting. Service performed: troubleshooting was done on (B)(6) 2020. Nk ts advised the customer to send the unit in for repair/evaluation which they refused. The hospital would be performing an in-house repair. Investigation summary: the device was not evaluated by nka to determine the cause of device malfunction. There is insufficient information available to proceed with root cause investigation. The overall risk of this event, taking into consideration of severity and probability, is "medium." Although the severity was moderate given that the malfunction occurred while in patient use, the probability of the malfunction recurring is remote. Hence, the reported issue does not require further investigation through CAPA process.

Manufacturer narrative:
The customer reported that their multiple patient receiver (org) was displaying intermittent communication loss when ever a new patient is being admitted. They also reported that certain channel numbers won't display on the central nurse's station (cns). The customer will be performing in-house repairs in order to mitigate this issue. No patient harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: multiple transmitters were used in conjunction with the org, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. A cns was used in conjunction with the org, and is not the device that experienced failure. Attempts to obtain the following information were made, but not provided: cns: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their multiple patient receiver (org) was displaying intermittent communication loss when ever a new patient is being admitted.